Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Curved shape memory was observed throughout the sample. A partially circumferential split was observed between the 8cm and 9cm depth markings. The split occurred within a sharp permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed granular fracture surfaces. The split edges curved inward. Material wear, buckling and discoloration were observed in the vicinity of the split. The fracture features and permanent kink impression were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kinking gradually cause a split to form and propagate in the catheter material. The location of the split suggested that catheter insertion, securement and maintenance techniques may have contributed. H3 other text : device evaluaton findings are in the manufacturer's narrative.

Event description:
It was reported PICC not aspirating or flushing, cxr shows line migration internally, not in svc. 2cm migration externally. Upon removal found to be kinked at 6.5cm and fractured at 8.5cm.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC not aspirating or flushing, cxr shows line migration internally, not in svc. 2cm migration externally. Upon removal found to be kinked at 6.5cm and fractured at 8.5cm.